Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the door wouldn't open. The medtronic representative found that the door guides were worn which was causing the motion controller to hit the torque limit when opening door. The medtronic representative cleaned the guides which enabled the door to open. It was also found that the collimator filter was stuck which was causing an "error initializing collimator" error. The rep manually moved the filter which enabled it to move freely. No patient was present during the time of the reported incident. This was reported during an onsite inspection. A successful system checkout was performed which verified that the issue had been resolved. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the door wouldn't open. The medtronic representative found that the door guides were worn which was causing the motion controller to hit the torque limit when opening door. The medtronic representative cleaned the guides which enabled the door to open. It was also found that the collimator filter was stuck which was causing an "error initializing collimator" error. The rep manually moved the filter which enabled it to move freely. No patient was present during the time of the reported incident. This was reported during an onsite inspection.